Event description:
Information was received indicating that nursing reported that a smiths medical cadd-legacy duodopa ambulatory infusion day pump was left running over night by accident. Per reporter the morning dose was given in the morning. It was reported that it was advised that the the day pump remain connected and to disconnect it in the evening for the night pump. No adverse patient effects were reported.